Manufacturer narrative:
(B)(4).

Event description:
It was reported the tip of the ptd broke off in the patient. Follow up information states the radiologist was declotting a fistula. The clotting was minimal and there were no sharp angles encountered. Four passes were made prior to the tip separation. The tip was removed with a snare and they did not use another ptd to complete the procedure. They do not know if there was a delay in treatment and there was no additional patient complications or death reported.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a 7 fr. Ptd catheter assembly with the basket deployed from the sheath and the distal end of the basket and tip separated. The distal end of the basket, connecter and tip, and the rotator were also returned. Microscopic examination of the basket revealed that the cable wire ends were uneven and jagged. Pieces of the broken basket cables were also in the open cavities in the distal connector. This indicates that the basket cable wires were torn or broken from the distal basket connector. The orange lumen was found to be twisted. An occlusion was found at the proximal end of the basket assembly. A review of manufacturing records did not yield any relevant findings. The provided instructions includes warnings and cautions relevant to device damage during use, including fatigue failure and fragmentation from prolonged use. Based on the damage observed and the time of occurrence, operational context appears to have caused or contributed to this event. No further action will be taken.